Event description:
Case description: investigation result: mixtard 30 penfill 3 ml 100iu/ml - batch pr71dp6 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Novopen 4 - batch unknown no investigation was possible, because neither sample nor batch number was available. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Since last submission the case was update with the following: "malfunction", "is non reportable" field updated. "Qc result" and "qc comment" field updated for novopen 4. Qc comment updated for mixtard. "Expected date of fu" updated. Final report ticked. Annex b,c,d,g codes updated. Narrative updated accordingly. Final manufacturer comment: (B)(6) 2025: the suspected novopen 4 device was not returned to novo nordisk for examination. Despite multiple attempts, the batch number could not be obtained, and consequently, no batch trend or reference sample analysis was conducted. No additional confounding factors have been identified. Given the limited information available about the handling of the device, it is not possible to determine a definitive root cause regarding the functionality of novopen 4. The patient's underlying conditions of diabetes mellitus and dyslipidaemia remain significant confounding factors in the occurrence of the diabetic coma. H3 continued: evaluation summary novopen 4 - batch unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) diabetic coma [diabetic coma] pen issue-dose counter returns to zero without insulin injection [device failure] pen issue- patient missed her doses for 3 days [drug dose omission by device] using syringe due to the pen issue (from the penfil) [wrong technique in product usage process] case description: this serious spontaneous case from egypt was reported by a consumer as "diabetic coma(diabetic coma)" with an unspecified onset date, "pen issue-dose counter returns to zero without insulin injection(device failure)" with an unspecified onset date, "pen issue- patient missed her doses for 3 days(drug dose omission by device)" with an unspecified onset date, "using syringe due to the pen issue (from the penfil)(inappropriate drug extraction with syringe)" with an unspecified onset date, and concerned a 541 months old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) (dose: 60 iu, qd (40u at morning/20u at night) (5 years ago), subcutaneous) from unknown start date and ongoing for "diabetes mellitus", patient's height: 150 cm patient's weight: 100 kg patient's bmi: 44.44444440. Dosage regimens: novopen 4: mixtard 30 hm penfill: current condition: diabetes ( since 2013, unknown type), dizziness, lipids abnormal, stomach function disorder procedure: anticoagulant therapy. Concomitant products included - temporal(dexchlorpheniramine maleate), lipanthyl(fenofibrate), ezogast(esomeprazole magnesium), empacoza(empagliflozin), aspirin [acetylsalicylic acid] versec 24 (non codable), amcerep (non codable). On an unknown date, the patient faced a pen issue-after adjusting on certain dose the dose coun-ter returns to zero without insulin injection due to this issue the patient missed doses for 3 days and suffered from diabetic coma. On an unknown date the patient's rbs (blood glucose) was 190mg/dl , at 1st it used to be 250-300 mg/dl, on an unspecified date patient's hba1c (glycosylated haemoglobin) was 10%. On an unknown date due to issue with pen, the patient was using syringe to draw medication from penfill. The patient was adhering to his/her antidiabetic treatment. The suspected product had been properly stored. The patient received proper training in how to inject subcutaneously. The suspected product appear normal at visual inspection (e.g. With regards to clarity and colour) prior to the injection and the event the patient didn't inject the suspected product into a skin area with lumps batch numbers: novopen 4: requested; mixtard 30 hm penfill: pr71dp6; action taken to mixtard 30 hm penfill was no change. Event abated after use stopped or dose reduced for mixtard 30 doesn't apply event reappeared after reintroduction of mixtard 30 doesn't apply the outcome for the event "diabetic coma(diabetic coma)" was recovered. The outcome for the event "pen issue-dose counter returns to zero without insulin injection(device failure)" was recovered. The outcome for the event "pen issue- patient missed her doses for 3 days(drug dose omission by device)" was recovered. The outcome for the event "using syringe due to the pen issue (from the penfil)(inappropriate drug extraction with syringe)" was recovered. Reporter's causality (novopen 4) - suffered from diabetic coma due to the pen's tc issue(diabetic coma) : probable pen issue-dose counter returns to zero without insulin injection(device failure) : unknown pen issue- patient missed her doses for 3 days(drug dose omission by device) : unknown using syringe due to the pen issue (from the penfil)(inappropriate drug extraction with syringe) : probable company's causality (novopen 4) - suffered from diabetic coma due to the pen's tc issue(diabetic coma) : possible pen issue-dose counter returns to zero without insulin injection(device failure) : possible pen issue- patient missed her doses for 3 days(drug dose omission by device) : possible using syringe due to the pen issue (from the penfil)(inappropriate drug extraction with syringe) : possible reporter's causality (mixtard 30 hm penfill) - suffered from diabetic coma due to the pen's tc issue(diabetic coma) : unknown pen issue-dose counter returns to zero without insulin injection(device failure) : unknown pen issue- patient missed her doses for 3 days(drug dose omission by device) : unknown using syringe due to the pen issue (from the penfil)(inappropriate drug extraction with syringe) : unknown company's causality (mixtard 30 hm penfill) - suffered from diabetic coma due to the pen's tc issue(diabetic coma) : possible pen issue-dose counter returns to zero without insulin injection(device failure) : possible pen issue- patient missed her doses for 3 days(drug dose omission by device) : possible using syringe due to the pen issue (from the penfil)(inappropriate drug extraction with syringe) : possible the event onset date is not reported in the case. However, the incident dates are captured to en-sure the mir form is generated. Company comment: diabetic coma is assessed as listed event according to the novo nordisk current ccds in mixtard 30 penfill. Patient's medical condition of diabetes mellitus and dyslipidaemia are significant confounding factors for the development of diabetic coma. The suspected device novopen 4 and mixtard 30 penfill are not returned to novo nordisk for evaluation. No conclusion reached on device functionality. With available limited information, causality with mixtard 30 penfill is assessed as possible. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 penfill.